Event description:
The pump began to deliver insulin on its own. It was stated the pump was not able to be put into the suspend mode, pump and customer had seizures. Troubleshooting was performed. Pump passed the test with insulin exiting. A replacement pump was requested as the customer did not feel comfortable with the current device.